Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside the loader device with the plunger depressed. The seal was outside the delivery tube and the tension spring was still inside. There was a very slight evidence of blood contamination in and outside of the delivery device, which is inconsistent with a device that had been appropriately deployed. It appeared as if the plunger was pressed prematurely. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).